Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It has been reported that the safety stopping mechanism did not work on the cranial perforator bit. It was also reported that the perforator bit is continuing to go through the dura and a little bit of brain tissue. It was further reported that the length of delay was unknown. It was also reported that the patient was unaffected post operatively by this event.

Manufacturer narrative:
The perforator product reported involved with this event was returned for evaluation and the disengagement mechanism within the perforator was tested and functioned as intended. The reported failure of failure to disengage could not be confirmed.

Event description:
It has been reported that the safety stopping mechanism did not work on the cranial perforator bit. It was also reported that the perforator bit is continuing to go through the dura and a little bit of brain tissue. It was further reported that the length of delay was unknown. It was also reported that the patient was unaffected post operatively by this event.